Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs. Block b3: exact date unknown, event occurred between 23oct2024 and 23dec2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6); product family: bs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 34571943.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and the return of their parkinsons disease symptoms. Attempts to reprogram the device were made however were unsuccessful. An x-ray and computed tomography (CT) images were taken and revealed the leads had migrated from their original position. The patient underwent a procedure where the leads and burr-hole cover were replaced with others of the same model. It was noted that the burr-hole cover cap did not secure the leads in place causing them to migrate per the physicians assessment. The patient did well post-operatively.